Event description:
The customer reported approximately 30 mls of clear fluids leaked underneath the coulter lh 780 hematology analyzer. The leak was not contained within the instrument. There was no reported exposure to mucous membranes or open wounds. The customer was wearing personal protective equipment (ppe) consisting of gloves and a lab coat at the time of the occurrence. No erroneous results were generated in connection with the reported event. There was no death, injury, or affect to user or to patient treatment attributed to this event

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse observed a cracked reservoir. The fse observed diluter 2 card errors due to damage from the leak. The fse replaced the printed circuit board (pcb), which resolved the diluter 2 card errors. The fse then performed verification of the instrument and the instrument was generating erratic ranges and temperature errors due to faulty diluter 4 card. The fse replaced the card which resolved the erratic ranges and temperature errors. The fse verified the instrument and the instrument was returned to normal operation. (B)(4).